Event description:
It was reported that the patient had a medtronic crt-p system. The electrodes were damaged, and the crt-p system was explanted and replaced on (B)(6) 2025. It was not specified which leads exhibited damage. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).